Manufacturer narrative:
Date of event: date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient saw an end of service (eos) message on their programmer. They alleged dissatisfaction with the ins longevity as they were told the ins would last 5 years. The patient was advised to follow up with their healthcare provider to get the ins replaced. No further complications reported.